Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Last night her blood glucose value was 477 mg/dl so she bloused to treat during the night she went so low that she had to take a glucagon shot. Customer's blood glucose value was 63 mg/dl at the time of incident and current blood glucose was 102 mg/dl then 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.